Event description:
The caller stated that he was looking for credit on a tire the purchased as it had split. The caller stated that they installed the tire on the power chair and end user contacted them to advise that both tires were flat. The caller stated that when he went out to look at the tires, he noted that they were split on the side wall. The caller stated that the tires were installed on a pride jazzy. Invacare (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).